Event description:
The 2.3x0.04 piece of 3m ioban2 antimicrobial incise drape used during patients left total knee arthroplasty on (B)(6) 2024 was retained. Patient developed post-surgical infection with wound dehiscence. Returned to surgery on (B)(6) 2024, for debridement and excision of the infection site. At that time a yellow, translucent material from the drape was found. The foreign object is identified as the source of patient's surgical site infection and post-surgical complications. Patient required an additional hospital admission and surgery and continues to require treatment.